Event description:
It was reported that there was noise and far field r-wave sensing on the atrial lead. The patient reported no "feeling well". The lead remains active. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.